Manufacturer narrative:
The power module has been returned and is currently being evaluated. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately two weeks post-implant, the surgeon reported the wrench on the power module flashed orange. The alarm history revealed low flow and pump stop. The system controller was exchanged which resolved the alarm for 48 hours. The orange wrench flashed again and the same alarms showed up in the history: low flow and pump stop. The patient was placed on a power base unit and no further alarms were reported.